Manufacturer narrative:
The pump passed, all functional testing. Including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at .08705 inches. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted, during a physical inspection: scratched case, faded serial number label and pillowing keypad overlay. The pump passed, all functional testing. High bg anomaly is not confirmed. The pump history file lists 251 boluses on the event date, (B)(6) 2023. Please see below for the first 10 boluses listed on the event date, (B)(6) 2023: 12/23/2023, 00:05:02.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 250 (0.025 u), bolus amount delivered: 250 (0.025 u). 12/23/2023, 00:05:35.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 500 (0.05 u), bolus amount delivered: 500 (0.05 u). 12/23/2023, 00:10:37.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 12/23/2023, 00:15:39.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 1250 (0.125 u), bolus amount delivered: 1250 (0.125 u). 12/23/2023, 00:20:42.000, normal bolus delivered (220), bolus programming method: cl1 autobolus (9); normal bolus amount programmed: 16750 (1.675 u), bolus amount delivered: 16750 (1.675 u). 12/23/2023, 00:25:41.000, normal bolus delivered (220), bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 1750 (0.175 u), bolus amount delivered: 1750 (0.175 u). 12/23/2023, 00:30:38.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9); normal bolus amount programmed: 6250 (0.625 u), bolus amount delivered: 6250 (0.625 u). 12/23/2023, 00:35:41.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 1750 (0.175 u), bolus amount delivered: 1750 (0.175 u). 12/23/2023, 00:40:35.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9); normal bolus amount programmed: 4000 (0.4 u), bolus amount delivered: 4000 (0.4 u). 12/23/2023, 00:45:41.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 1750 (0.175 u), bolus amount delivered: 1750 (0.175 u). Please see below for the daily total of all insulin delivered on the event date, (B)(6)2023: 12/24/2023, 00:00:00.000, daily total sg670 (63). Daily total collection starttime: 12/23/2023, 00:00:00.000: daily total of all insulin delivered: 767750 (76.775 u), daily total of basal insulin delivered: 218750 (21.875 u), daily total of bolus insulin delivered: 549000 (54.9 u). There were no auto suspend events on the event date, 12/23/2023. There were no user suspend events on the event date, 12/23/2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and diabetic ketoacidosis. The blood glucose value at the time of the event was over 22.2 mmol/l. Troubleshooting was performed. It was unknown that the customer was using the pump within 48 hours before the event or not and the auto mode feature was active at the time of the event or not. It was unknown that the customer will continue the use of the insulin pump or not. The pump will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Troubleshooting was not performed, auto mode was active per the complaint. Diabetic ketoacidosis did not happen to the customer.